Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer took the battery out and the pump asked for the time to be reset. Customer stated that the hour is just spinning. Customer is not sure if she wants to return her pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump passed selftest, excessive no delivery error test and displacement tests. No unexpected time or date resetting was noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was also received with cracked case at display window corners, display window, battery tube threads and reservoir tube and with missing end cap sticker.